Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered four inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The ICD was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.